Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. No unexpected no delivery alarms were noted. The insulin was received with no cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 210 mg/dl. Advised the customer that loaner pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.